Manufacturer narrative:
During a placement of a stent to the left common iliac artery the balloon was reported to have ruptured. The stent remained in its deployed position and another balloon was used to successfully post-dilate. The lesion was successfully treated. The vessel was described as being calcified. There was no reported patient injury. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. With the limited amount of information available and without the return of the product or films of the procedure it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
During repair of a lesion located in the left common iliac artery, this balloon ruptured at 10 atmospheres when deploying the stent. The age and gender of the patient is unknown. The vessel was described as calcified. The physician made access to the patient via the left femoral artery. There was some difficulty accessing the lesion with a guidewire. The lesion was pre-dilated. There was no difficulty crossing the lesion with the stent delivery system. When the balloon burst, the stent remained in its deployed position and another balloon was used to successfully post-dilate. The lesion was successfully treated. There was no reported injury to the patient.